Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient, product ID: 97754, serial#: (B)(4), product type: recharger, product ID: 37761, serial#: (B)(4), product type: recharger, product ID: pnma01411a004, serial#: unknown, product type: recharger, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient lost all of her external devices: programmer, desktop charger, recharger, and recharging belt) and were damaged in a house fire on (B)(6) 2020. Replacement for all damaged external devices are sent to patient. Patient further reported having severe pain since (B)(6) 2020 because she doesn't have access to any of her equipment. No further complications were reported or anticipated.